Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometime 2 or 3 years ago, they had accidentally turned their implant off and their tremors had returned so bad that they were unable to turn the therapy back on.